Manufacturer narrative:
Ziv6-35-125-5.0-100-ptx-ci is an investigational device in (B)(4). However ziv6-35-125-5-100-ptx is a legally marketed device in the us. PMA/510(k)#: p100022/s001. The ziv6-35-125-5.0-100-ptx-ci stent of lot number c1010056 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. From the patient¿s pre-existing conditions provided with this complaint, it is known that the patient had potential risk factors for thrombosis such as hypertension, worsen claudication and worsen rutherford. In addition, the physician determined that a pre-existing condition caused or contributed to the thrombosis. There is no evidence to suggest this event did not occur, therefore the customer complaint is confirmed based on customer testimony. Based on the above, it is unlikely that occlusion/thrombosis could have occurred due to zilver ptx malfunction. The most likely cause of this occurrence was the patient¿s pre-existing conditions; however a definitive root cause of this event cannot be determined. It may be noted that arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, the patient underwent bare ballooning of the vessel, thrombolysis and a change of medications. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Protocol 13-008, pt. (B)(6), thrombosis - possibly related to the study product. On (B)(6) 2015, the patient underwent pre-dilatation of the study lesion with one inflation of a 4 mm x 80 mm balloon and one inflation of a 5 mm x 100 mm balloon. One 5 mm x 100 mm (lot # c1010056) zilver® ptx® study stent was deployed into the right distal sfa via a contralateral approach. No non-study stents were used to treat the study lesion. Post-stent dilatation was not performed. There was no residual stenosis remaining in the study lesion or difficulty using the stent delivery system. Post-procedurally, the right leg abi was 1.12. On (B)(6) 2015, the patient was discharged from the hospital taking plavix, aspirin, and beraprost. On (B)(6) 2015, the six month follow-up clinical assessment was performed. The right leg abi was 0.65 and the rutherford classification was one. The patient continued to take plavix, aspirin and beraprost. On (B)(6) 2016, the patient was admitted to the hospital for a thrombosis of the study lesion. On (B)(6) 2016, the patient underwent a pre-intervention clinical assessment. Pre-intervention angiography measurements revealed a 50-99 % stenosis of the study lesion, a right leg abi of 0.25, and a rutherford classification of three. Clinical signs and symptoms included worsening claudication, worsening rutherford class, and rest pain. On (B)(6) 2016, the patient underwent bare ballooning of the vessel, thrombolysis, and a change of medications. The physician determined that a pre-existing condition caused or contributed to the thrombosis and was possibly related to the study product and procedure. On (B)(6) 2016, the patient was discharged from the hospital taking plavix, aspirin, beraprost, and pletaal.

Manufacturer narrative:
Ziv6-35-125-5.0-100-ptx-ci is an investigational device in china. However ziv6-35-125-5-100-ptx is a legally marketed device in the us. PMA/510(k)#: p100022/s001. The ziv6-35-125-5.0-100-ptx-ci stent of lot number c1010056 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation. These were reviewed and the following comments were provided by the independent reviewer: ¿findings: implantation and 10 month post-secondary intervention angiography is provided along with the complaint report. The study lesion as a 4cm mid right sfa occlusion superimposed on a small 4mm sfa from diffuse atherosclerotic stenosis. Focal moderate stenoses, residual lumen diameter of 2.1mm, of the proximal sfa, the more distal sfa, and proximal popliteal arteries limited inflow and outflow. The anterior tibial artery was occluded. The posterior tibial artery was patent to the foot. The peroneal artery was patent to the distal calf. After angioplasty the lesion was stented and the more distal sfa stenosis eliminated with angioplasty. The proximal sfa and popliteal stenoses were not treated. Because the stent was not angioplastied after deployment, persistent plaque recoil narrowed the proximal stent 30%. A non-flow limiting linear plaque dissection extended off the stents trailing edge. On follow up, the stent was nearly occluded from new stenoses extending from peripheral the end stent 10mm into each end. The proximal sfa and proximal pa previously moderate stenoses had progressed to severe with a residual lumen diameter of .9mm through each. All the stenoses were relieved with balloon angioplasty. The proximal stent constraint present after implantation had resolved. Impression: patency was challenged by the diffusely small artery, unaddressed moderate inflow and outflow stenoses that progressed to severe, and neointimal hyperplasia at each stent end extending into the stents. The moderately diseased runoff also likely contributed to a minor extent. Significant findings relative to the patient¿s anatomy were observed. Calf runoff was moderately limited. Significant findings relative to the disease state were observed. The artery was diffusely narrow and inflow and outflow limitation progressed from moderate to severe prior to near occlusion. Significant findings relative to the use of the device were observed. Significant inflow and outflow stenosis were not addressed. Significant findings relative to the design or performance of the device were observed. The stents developed neointimal hyperplasia at each end. No stent fractures or defects were observed.¿ no thrombosis was confirmed from the imaging review. The customer complaint is confirmed based on the presence of restenosis. According to the imaging review, the stents developed neointimal hyperplasia at each end, extending into the stents. According to the independent reviewer, patency was challenged by the diffusely small artery, unaddressed moderate inflow and outflow stenoses that progressed to severe, and neointimal hyperplasia at each stent end extending into the stents. The moderately diseased runoff also likely contributed to a minor extent. In addition, it is known that worsen claudication and worsen rutherford were observed on the patient. It can be noted that worsen claudication indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. The most likely cause of this event was the patient¿s condition; however, a definitive root cause cannot be determined. It may be noted that restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, the patient underwent bare ballooning of the vessel, thrombolysis and a change of medications. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event: initial description submitted as follows: protocol 13-008, (B)(6), thrombosis - possibly related to the study product. On (B)(6) 2015, the patient underwent pre-dilatation of the study lesion with one inflation of a 4 mm x 80 mm balloon and one inflation of a 5 mm x 100 mm balloon. One 5 mm x 100 mm (lot # c1010056) zilver ptx study stent was deployed into the right distal sfa via a contralateral approach. No non-study stents were used to treat the study lesion. Post-stent dilatation was not performed. There was no residual stenosis remaining in the study lesion or difficulty using the stent delivery system. Post-procedurally, the right leg abi was 1.12. On (B)(6) 2015, the patient was discharged from the hospital taking plavix, aspirin, and beraprost. On (B)(6) 2015, the six month follow-up clinical assessment was performed. The right leg abi was 0.65 and the rutherford classification was one. The patient continued to take plavix, aspirin and beraprost. On (B)(6) 2016, the patient was admitted to the hospital for a thrombosis of the study lesion. On (B)(6) 2016, the patient underwent a pre-intervention clinical assessment. Pre-intervention angiography measurements revealed a 50-99 % stenosis of the study lesion, a right leg abi of 0.25, and a rutherford classification of three. Clinical signs and symptoms included worsening claudication, worsening rutherford class, and rest pain. On (B)(6) 2016, the patient underwent bare ballooning of the vessel, thrombolysis, and a change of medications. The physician determined that a pre-existing condition caused or contributed to the thrombosis and was possibly related to the study product and procedure. On (B)(6) 2016, the patient was discharged from the hospital taking plavix, aspirin, beraprost, and pletaal.